Manufacturer narrative:
Batch review performed on 14 january 2025. Lot: 174837: (B)(4) items manufactured and released on 20-nov-2017. Expiration date: 2022-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: 7 years after primary cemented tka on a heavy male patient, the femoral component is radiographically loose and revision is undertaken. During surgery, the tibial tray also comes off easily. No cement is attached to either component. This, along with the radiographic appearance, suggests that a cementation problem may have occurred at index surgery, even though the duration of the replacement is unusually long, for cases with cement anomalies. No definitive conclusion can be reached with the information at hand. Additional implants revised: gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k090988) lot: 171866 batch review performed on 14 january 2025. (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery for knee loosening at about 6 years and 10 months post-primary due to femoral loosening. During the revision, it was found that the tibial implant was loose too. There were no signs of cement on the revised implants.